Event description:
Additional information was received through an implant card indicating the patient underwent generator and lead replacement surgery due to a lead discontinuity. At the moment attempts for product return have been unsuccessful to date.

Event description:
Additional information was received by the area representative indicating new x-rays were available. The results of the review were similar to that provided on initial report: review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No lead breaks or sharp angles were observed in the portions of the lead that could be clearly assessed. Moreover information from the area representative indicated the caring facility is not willing to proceed with a full lead revision without an official statement from the manufacturer recommending surgery. At the moment revision surgery is likely, but has not been confirmed.

Event description:
The patient's explanted lead was not returned for analysis. Their explanted generator was. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the lab concluded that no abnormal performance or any other type of adverse condition was found with the generator.

Event description:
It was reported by a company representative that high impedance was found upon system diagnostics and normal mode diagnostics at a follow-up appointment. The impedance value was controlled by lowering the patient settings; however there was a jump in impedance value from dc dc 2 to dc dc 4 in system diagnostics. X-rays were taken and received by the manufacturer. Review of x-rays indicated the generator appeared in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator. No lead breaks or sharp angles were observed in the portions of the lead that could be clearly assessed. No patient manipulation was reported to have had contributed to the reported high impedance. At the moment full revision surgery is planned as the patient underwent generator replacement surgery leading to high impedance results. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacture date corrected data add complete date. Type of report corrected data; omitted on initial report, 30 day report.